Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac perforation requiring a pericardiocentesis. The device evaluation was completed on 28-jun-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The physician¿s opinion on the cause of this adverse event was the procedure. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 01-jun-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac perforation requiring a pericardiocentesis. During the procedure, a cardiac perforation was noticed in the patient. They reported that when mapping with the thermocool® smart touch® sf bi-directional navigation catheter near the left ventricle septum, the carto 3 system was showing about 20-30g of force, and then there was an "abrupt motion" with the thermocool® smart touch® sf bi-directional navigation catheter. They reported that at this point, the patient complained of chest pain. They reported that the cardiac perforation was viewed and confirmed via intracardiac ultrasound. The medical intervention provided was a pericardiocentesis and about 300cc of fluid was removed. They reported that the patient is in stable condition. Additional information was received. Physician¿s opinion on the cause of this adverse event was that it was procedure related. Outcome of the adverse event was fully recovered. Patient did not require extended hospitalization because of the adverse event. Transseptal puncture was performed with a versacross. Prior to noting the adverse event, ablation was not performed. No ablation was done. Correct catheter settings were selected on the generator. No error messages were observed on biosense webster equipment during the procedure. Dashboard and vector were used.